Event description:
Customer reported on a bravo ph capsule that failed to attach. According to customer, when the physician was attempting to place the capsule, the handle broke during placing. The plunger and spring popped out when activated. The patient was not injured following the procedure.